Event description:
It was reported via repair work order that the power board and connecting wires were melted. Allegedly the IV pole had a saline bag that was leaking which dripped into the headend electrical zoom system while the patient was in the bed. No patient injury was reported and no clinically relevant delay in treatment was reported.